Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Follow up information will be submitted as it becomes available. The peritonitis event was addressed in : manufacturer report number 1423500-2010-01566.

Manufacturer narrative:
(B)(4). Review of the complaint information revealed the device was not returned for evaluation. Product surveillance requested a review of the homechoice labeling. The homechoice labeling was performed with regards to prevention of contamination. The current labeling for the homechoice/homechoice pro apd systems patient at-home guide was found to be sufficient. Based on the information received, the assignable cause for the reported issue of negative ultrafiltration (uf) was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.

Event description:
This is a report of a homechoice patient (hp) who contacted baxter's technical service center to report a caution negative ultrafiltration (uf) on the homechoice (hc) during the drain cycle. The hp said there was fibrin and peritonitis. The nurse verified that the patient was being treated for peritonitis and the hp was in the hospital for a mal-positioned catheter. At the time, additional information could not be obtained. Baxter spoke with the peritoneal dialysis nurse on (B)(6) 2011, who stated that the patient transferred to hemodialysis and then passed away in (B)(6) 2010. Baxter attempted to obtain additional information but the nurse declined to provide further information and did not want a follow up phone call from baxter. She stated that the patient was not using baxter's product at the time of death and the patient's demise had nothing to do with baxter.